Manufacturer narrative:
Initially only lot # 60523-094 was reported. Later it was communicated that several add'l lots from 2007 of the same model, and a different model incorporating a similar wet gel lead to the same problems. According to most recent info a different model CT-601 incorporating a solid adhesive gel lead to no problem. The hospital is a long term user of these products, the problems seem to have started. Visual inspections, mechanical and electrical test, all performed on retained and returned samples both of the same lot originally complained, showed all electrodes to be well within limits. The ph of the gel of those samples was measured and found to well within limits. The mfg report of the gel lots used for the production of all indicated lots showed no irregularities. No other customers who have been using electrodes of the same models of the same lots or lots manufactured with the identical gel lots have reported a similar incident. Within this hospital no other department than ICU has reported a similar incident, although the typical wearing duration seems shorter there. Based on all these results, everything points to a contributing or causing parameter present only in this hospital or even only in their ICU department. So far it has been possible to retrieve sufficient and unambiguous info about skin prepping or any procedural changes from the hospital. We will continue to ask for more info to investigate further.

Event description:
After an initial report of skin reddening around ECG electrodes, it turned out that the hospital centre cardiothoracique, in anothor country, observed repeated skin reactions under the gel area of ECG electrodes, model f-55, in ICU (reanimation). These skin reactions did not occur in any other departments of that hospital, although the same electrodes had been used. The typical wearing duration of the electrodes in ICU is 24 hours, in the other departments, a few hours only. The hospital stated that "betadine" solution is used in ICU for skin preparation. In another communication, it was stated that no cleaning agent was used, but the skin was abraded with sandpaper for prepping. The reactions occurred with various lot numbers of f-55, always under the gel area. The incidence rate was up to 50%. The skin reactions have been described as skin burns. No info was made available as to how the skin reactions have been treated.